Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the patient suffered severe pain. Patient is a resident of (B)(6). **update**-declaration of shipping received. Patient was revised on (B)(6) 2013. Part/lot and doi was identified. There was no new information that would change the outcome of the investigation. **update** - patient's operative records were received. Records indicate upon revision a pseudotumor filled with greenish tinged fluid was found on the posterior greater trochanter, erosion into the pubis that was brown cottage cheese consistency, and black corrosion on the trunnion were also found. The stem and sleeve were added to the complaint and the complaint re-opened. (Left hip).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or review of device history records for the reported femoral stem was not possible as the necessary product/lot code combination was not provided. The investigation can draw no conclusions with the information provided regarding the reported corrosion. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4).